Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-mar-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device had an error on the screen related to the helmer refrigerator. A field service engineer (fse) stated that the helmer refrigerator will be handled on another ticket through the refrigerator serial number. Further the fse found no failures for any other drawers with the exception of the door for the refrigerator. The fse found some foil that had fallen from one of the medications underneath the front row of cubies and removed the foil. Then the fse also found label printer did not power up due to several thousand print jobs saved up in queue. Then the fse purged all the queue and verified that the configuration was set correctly. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, refrigerator was keeps failing. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.